Event description:
Sales rep for smith & nephew received the following info from dr. "Bad post-op infection in the shoulder". They had to go in and drain the infection. The original shoulder repair took place in 12-04. The stated this account does reprocess shaver blades and he heard someone say the account is threatening to throw him our if he mentions this. Rep informed that the facility uses smith & nephew shaver blades exclusively, but he cannot confirm whether a reprocesses or new blade was used in this particular case.